Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 43 mg/dl (ss) and 97 mg/dl (hcp) respectively (56% difference). Pt stated they are a cancer pt (not a diabetic) and was feeling dizzy and nauseous at the time of the visit. There was no allegation of harm.